Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female]. Abdominal pain [abdominal pain.] Joint pain [joint pain]. Facial paralysis [facial paralysis]. Paralysis on left side of body [paralysis one side of body]. Heavy menstrual period [heavy periods]. Disrupted menstrual cycle [menstrual cycle abnormal]. Headaches [headache]. Diarrhoea [diarrhoea]. Vomiting [vomiting]. Dizziness [dizziness]. Fatigue [fatigue]. Palpitations [palpitations]. Breathing difficulties [difficulty breathing]. Intense chest pain [chest pain]. Weight problem [weight abnormal]. Thyroid problems [thyroid disorder]. Lower abdominal pain [lower abdominal pain]. Lower back pain [low back pain]. Tinnitus [tinnitus]. Impaired concentration [concentration impaired]. Short term memory [short-term memory impairment]. Impaired vision [visual impairment]. Hair loss [hair loss]. Loss of a tooth [tooth loss]. Burning sensation [burning sensation]. Tingling [tingling]. Left leg tremors [tremor limb]. Hypothyroidism [hypothyroidism]. Tachycardia [tachycardia]. Insomnia [insomnia]. Anxiety [anxiety]. Depression [depression]. Urinary tract disorders [urinary tract disorder]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2018. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), facial paralysis ("facial paralysis"), hemiplegia ("paralysis on left side of body"), heavy menstrual bleeding ("heavy menstrual period"), menstrual disorder ("disrupted menstrual cycle"), headache ("headaches"), diarrhoea ("diarrhoea"), vomiting ("vomiting"), dizziness ("dizziness"), fatigue ("fatigue"), palpitations ("palpitations"), dyspnoea ("breathing difficulties"), chest pain (" intense chest pain"), thyroid disorder ("thyroid problems"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), tinnitus ("tinnitus"), disturbance in attention ("impaired concentration"), memory impairment ("short term memory"), visual impairment ("impaired vision"), alopecia ("hair loss"), tooth loss ("loss of a tooth"), burning sensation ("burning sensation"), paraesthesia ("tingling"), tremor ("left leg tremors"), hypothyroidism ("hypothyroidism"), tachycardia ("tachycardia"), insomnia ("insomnia"), anxiety ("anxiety"), depression ("depression") and urinary tract disorder ("urinary tract disorders") and was found to have weight abnormal ("weight problem"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the outcomes for pelvic pain, abdominal pain, arthralgia, facial paralysis, heavy menstrual bleeding, menstrual disorder, headache, diarrhoea, vomiting, dizziness, fatigue, palpitations, dyspnoea, chest pain, weight abnormal, thyroid disorder, abdominal pain lower, back pain, tinnitus, disturbance in attention, memory impairment, visual impairment, alopecia, tooth loss, burning sensation, paraesthesia, tremor, hypothyroidism, tachycardia, insomnia, anxiety, depression and urinary tract disorder were unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, burning sensation, chest pain, depression, diarrhoea, disturbance in attention, dizziness, dyspnoea, facial paralysis, fatigue, headache, heavy menstrual bleeding, hemiplegia, hypothyroidism, insomnia, memory impairment, menstrual disorder, palpitations, paraesthesia, pelvic pain, tachycardia, thyroid disorder, tinnitus, tooth loss, tremor, urinary tract disorder, visual impairment, vomiting and weight abnormal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-may-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] abdominal pain [abdominal pain] joint pain [joint pain] facial paralysis [facial paralysis] paralysis on left side of body [paralysis one side of body] heavy menstrual period [heavy periods] disrupted menstrual cycle [menstrual cycle abnormal] headaches [headache] diarrhoea [diarrhoea] vomiting [vomiting] dizziness [dizziness] fatigue [fatigue] palpitations [palpitations] breathing difficulties [difficulty breathing] intense chest pain [chest pain] weight problem [weight abnormal] thyroid problems [thyroid disorder] lower abdominal pain [lower abdominal pain] lower back pain [low back pain] tinnitus [tinnitus] impaired concentration [concentration impaired] short term memory [short-term memory impairment] impaired vision [visual impairment] hair loss [hair loss] loss of a tooth [tooth loss] burning sensation [burning sensation] tingling [tingling] left leg tremors [tremor limb] hypothyroidism [hypothyroidism] tachycardia [tachycardia] insomnia [insomnia] anxiety [anxiety] depression [depression] urinary tract disorders [urinary tract disorder]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2018. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), facial paralysis ("facial paralysis"), hemiplegia ("paralysis on left side of body"), heavy menstrual bleeding ("heavy menstrual period"), menstrual disorder ("disrupted menstrual cycle"), headache ("headaches"), diarrhoea ("diarrhoea"), vomiting ("vomiting"), dizziness ("dizziness"), fatigue ("fatigue"), palpitations ("palpitations"), dyspnoea ("breathing difficulties"), chest pain (" intense chest pain"), thyroid disorder ("thyroid problems"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), tinnitus ("tinnitus"), disturbance in attention ("impaired concentration"), memory impairment ("short term memory"), visual impairment ("impaired vision"), alopecia ("hair loss"), tooth loss ("loss of a tooth"), burning sensation ("burning sensation"), paraesthesia ("tingling"), tremor ("left leg tremors"), hypothyroidism ("hypothyroidism"), tachycardia ("tachycardia"), insomnia ("insomnia"), anxiety ("anxiety"), depression ("depression") and urinary tract disorder ("urinary tract disorders") and was found to have weight abnormal ("weight problem"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the outcomes for pelvic pain, abdominal pain, arthralgia, facial paralysis, heavy menstrual bleeding, menstrual disorder, headache, diarrhoea, vomiting, dizziness, fatigue, palpitations, dyspnoea, chest pain, weight abnormal, thyroid disorder, abdominal pain lower, back pain, tinnitus, disturbance in attention, memory impairment, visual impairment, alopecia, tooth loss, burning sensation, paraesthesia, tremor, hypothyroidism, tachycardia, insomnia, anxiety, depression and urinary tract disorder were unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, burning sensation, chest pain, depression, diarrhoea, disturbance in attention, dizziness, dyspnoea, facial paralysis, fatigue, headache, heavy menstrual bleeding, hemiplegia, hypothyroidism, insomnia, memory impairment, menstrual disorder, palpitations, paraesthesia, pelvic pain, tachycardia, thyroid disorder, tinnitus, tooth loss, tremor, urinary tract disorder, visual impairment, vomiting and weight abnormal to be related to essure administration. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.